Event description:
When removing the catheter from the needle, the catheter broke. Forceps were used to pull out the catheter. No pieces remained in the patient. This event occurred in the (B)(6).

Manufacturer narrative:
Device broke outside of patient and was removed with forceps, constituting medical intervention. While unknown if this occurred in this case, breakage is possible when the bone cement hardens inside of the catheter and the catheter is bent during removal, often to avoid a fluoroscopy arm. If this bending force perpendicular to the axis of removal is too great, the catheter may snap. It should be noted that there are no known cases of catheter breakage causing serious injury to the patient. Device problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue.